Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For peripheral neuropathy (diabetic) and spinal indication. The reason for call, was patient said, their therapy was not working. And they were in more pain than before the implant was put in. Patient said, the therapy was causing so much pain in their leg and they did not know which button to use to control the pain. The pain was worse than it was before implant. Patient was in excruciating pain all day long, before it was just at night when they would get in bed. Patient tried turning the stimulation up and down, but nothing was working. Patient mentioned, they were told to wait a week or two for the therapy to figure it out, but it had been way more than two weeks. During the trial, the patient could feel the tingling, but now they could not feel anything. And all they felt was total pain and pain medicine was not helping. Patient said, a couple days ago neurostimulator system got infected a little bit. And they took antibiotics to resolve that. But now, it was bubbling up and then it would go back down. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent emailed local manufacturer representative (rep) informing them of the situation.